Event description:
Contact reports patient underwent revision surgery for severe back pain, severe new onset radiculopathy, and weakness after a prior l4-s1 decompression and fusion with loose screws at l5-s1. Both screws at s1 were removed as there was no bony feedback. The screws pulled out without any unthreading as there was no cortical purchase. See mfg medwatch report no. 1526439-2012-00166 for the second loose screw that was involved in this event.

Manufacturer narrative:
No conclusions can be made as the device is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Not available.